Event description:
It was reported that there was a high impedance issue with impedances greater than 4000 ohms on electrodes 0, 1, 2, and 3. The actions required as a result of the event was that 2 implantable neurostimulators (inss) were not implanted. It was noted that the diagnostic testing performed was impedance testing. The product issue was not resolved and it was unknown if the cause of the issue was determined. It was reported that lead was explanted and would be returned. Both the ins and lead would be replaced in the future. There were no patient symptoms or complications associated with the event. It was stated that the patient was going through an advanced evaluation with the tined lead. During the stage 2 procedure the first ins was connected to the lead, inserted into the pocket and continued giving impedance error readings on all 4 electrodes. It was noted that after unsuccessfully cleaning blood and fluid from the header of the ins using absorbable silk another ins was tried. The same impedance error readings were found and the health care provider (hcp) determined that the patient may have damaged the lead at some point during their trial. It was reported that all components were explanted and the patient was alive with no injury. The explanted lead and ins components would be returned to the manufacturer.

Event description:
Additional information received reported that the manufacturer representative would be returning the devices as soon as possible when they received more product return mailers. The patient was scheduled to have a new implant on (B)(6) 2014. Additional information received reported that they expected the mailers to arrive within 2 days and the manufacturer representative would let the manufacturer know once they mailed the devices out.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far. Analysis of the tined lead ((B)(4)) found that the proximal end connector was pulled out or off.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), product type implantable neurostimulator; product ID 3889-28, lot # va0j9q5, implanted: (B)(6) 2014, explanted: (B)(6) 2014; product type lead; product ID 3058, serial # (B)(4), product type implantable neurostimulator. (B)(4).